Manufacturer narrative:
Correction: initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The medtronic representative was at the site and reported that the exam produced an average 3d model. The medtronic representative could not replicate the inaccuracy with the navigation system. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the surgeon reported 5 mm inaccuracy with the navigation system. It was discovered just after registration. The surgeon was not really certain about system accuracy but in the frontal area, accuracy seemed okay, so he decided to proceed with navigation. Then the 5 mm inaccuracy was noticed. The inaccuracy seemed more accurate in the frontal area and less accurate in the central/posterior part. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay reported to the procedure. There was no impact on patient outcome.